Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the infusion set patient line and tubing with multiple cartridges. Customer¿s blood glucose level was 160 mg/dl. Customer changed the cartridge to resolve the issue and resumed insulin delivery.